Event description:
Abbott's freestyle libre 2 glucose monitoring system concept is outstanding for diabetic glucose monitoring. However, the sensors have a very serious quality control problem with failure to launch. Had in (B)(6), 4 of 6 sensors failed and were placed by abbott. Where as 3 replacement sensors failed. This is a serious problem for users.